Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive when the user attempted to unlock the screen, requiring placement on the charger for the display to change before unlocking; the issue recurred after an initial resolution, and the user confirmed proper finger placement on the indentation of the touchscreen interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no alerts or alarms occurred. Investigation included communication with the user, review and analysis of user-provided information including a video, and verification of correct operation steps. Investigation of this case revealed an electrical problem consistent with a component failure affecting the button/switch. It was concluded, based on previously established findings for similar reports, that the cause was component failure.